Event description:
It was reported that the pump began burning or melting. Reportedly, the pump was charging during the event. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.